Event description:
The customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact on the customer's blood glucose level. The customer was instructed to firmly press the button using the tip of their finger while providing support along the bottom of the pump. Despite these instructions, the issue persisted, so technical support decided to replace the pump. The customer reverted to a backup therapy using multiple daily injections (mdi).